Manufacturer narrative:
(B)(4). Date sent: 3/30/2021. D4: batch # u5de5x. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was returned unfired with seven double drivers and two single drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the right proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached on what may have caused the reload pan to dislodge. Two photos received. During the visual analysis of two photos, the following was observed: the photos show a blue reload from a side and the cartridge pan was noted partially dislodge. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that before the surgery, it was found that the cartridge was deformed. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.